Event description:
It was reported that device diagnostics resulted in high impedance. It was reported that the patient was last seen in (B)(6) 2014 and device diagnostics were within normal limits (dc dc code - 4). The patient has suffered falls in the past, but has not had any trauma to the generator. It was reported that the device would be programmed off. Attempts to obtain additional relevant information have been unsuccessful to date. No surgical intervention has been performed to date.

Event description:
On 03/03/2015 it was reported that the patient was undergoing surgery that day. High impedance was observed during normal diagnostics prior to surgery. After replacing the generator, normal lead impedance was observed on system diagnostics. As a result, the surgeon decided not to replace the lead and assumed it was a pin insertion issue. Good faith attempts were made for product return but the generator was not returned for product analysis.

Event description:
On (B)(6) 2014 it was reported that the patient was scheduled for a full revision surgery. The patient was anesthetized and about to undergo surgery on (B)(6) 2014 but upon running system diagnostics, high impedance was not found. A systems diagnostics test was performed about eight times consistently receiving a dcdc codes of 2 and one of 3. As the device was previously disabled, normal mode diagnostics wouldn't run. The patient never had an incision and left the or, and after discussion, the family decided to leave it alone. The device was noted to be not at eos. The physician reported that initially repeated lead testing in his office did not show that it was normal. Her lead tests showed high impedance and declining effectiveness over time. It was further stated that when a diagnostic tests were performed twice on (B)(6) 2014, the dcdc code was 7 and output status was limit and lead impedance was high on both system and normal mode diagnostic tests.

Event description:
It was later reported that the patient had been seen on (B)(6) 2014 and high impedance was observed on both normal mode and diagnostics test; output=limit/lead impedance=high/dcdc=7. At that time the patient&#62688;generator was disabled and the patient was sent for replacement. In (B)(6) 2014 x-rays were taken but they were not sent to the manufacturer for review. On (B)(6) 2014, the patient went into surgery for the high impedance and prior to the surgery, diagnostics showed everything was fine and so the surgery was cancelled. On (B)(6) 2014, patient came back in and saw the physician, who turned generator on to 1ma, performed diagnostics and got everything was ok with dc=2 on both diagnostics. He then increased from 1ma to 1.75ma and performed the diagnostics again. The results were the same except that the normal mode diagnostics dcdc=3 now. On (B)(6) 2014, the patient saw the physician again and he gradually increased settings to 2.25ma, where she was at before. He performed diagnostics and everything was still ok with system diagnostics test showing dcdc=2 and normal mode test dcdc=4. On (B)(6) 2014, the patient saw the physician again and everything was still fine with the same diagnostic results as the last visit. The physician speculated maybe it&#62688;because the patient&#62688;device was turned off and possibly due to fibrosis. Then on (B)(6) 2015) the patient came back in and saw the nurse practitioner. She performed diagnostics and again got output=limit/lead impedance=high/dcdc=7. She performed it twice and got the same results. She also used the physician&#62688;programming system and ran the diagnostics twice using his and still got output=limit/lead impedance=high/dcdc=7on both system diagnostics and normal mode diagnostics. The nurse stated that the patient has very hard dystonic movements during her seizures, more so than other patients. A copy of the patient&#62688;x-rays were received for review. The insertion of the connector pin inside the connector block could not be assessed. The lead wire was intact at the location of the connector pin; however there was a big portion of the lead was located behind the generator and could not be assessed. There did not appear to be any lead discontinuities in the portion of the lead that could be visualized. Clinic notes were received and clinic notes dated (B)(6) 2014 indicate that the patient has been having more dizzy spells than before. She stated that she has had the opportunity to use the magnet on the vns and it seems to abort the spells. The patient noted she has been having <1 spell per day which is more than what she was having a month ago.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient was referred for a full revision surgery. Although surgery is likely, it has not occurred to date.